Manufacturer narrative:
The issue could not be replicated at the service center on inspection. The electronic components were cleaned as a precautionary measure.

Event description:
It was reported that the images were fuzzy during a procedure. It was stated that anatomy was not visible. There was no patient injury or other adverse health consequence.